Manufacturer narrative:
H10: per the customer¿s response, reprocessing was conducted in accordance with IFU (instructions for use). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated and the customer's allegation was confirmed. The evaluation found due to clogging of nozzle, air supply volume did not meet the standard value. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: due to wear of zoom lever, water tightness was lost; forceps channel port was shaved; the paint on suction cylinder was peeled; due to clogging of nozzle, water removal ability did not meet the standard value; the adhesive on bending section cover had a chip; due to wear of angle wire, the play of up/down knob was out of the standard value and bending angle in up direction did not meet the standard value and due to damage on zoom (charged couple device), zoom did not work smoothly. Scratches were found on the plastic distal end cover, right/left knob, up/down knob, forceps elevator, forceps elevator knob, flexibility adjustment ring, the switch box, the scope-cover, the suction-connector, the universal cord, the grip, the control unit and the connecting tube. The device was returned and evaluated, and foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. According to the customer, the device was cleaned, disinfected, and sterilized (cds) the product before it was sent in to olympus for repair. There was no delay in the start of the pre-cleaning. The air/water nozzle was flushed with air and water. There were no abnormalities in the accessories used for reprocessing. The nozzle was cleaned with lint-free cloths/brushes/sponges and flushed with detergent solution. According to the customer, the following details regarding the cds process were unknown: whether the foreign material adhered to the nozzle and whether the endoscope was immersed in the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had defective air supply. The issue was found during an unspecified diagnostic procedure. The subject device was inspected before use as well. There were no reports of patient harm associated with the event. The device was returned device for evaluation. During the device evaluation, found the foreign object inside the nozzle as a reportable malfunction. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.